Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a medical professional that the patient had received medical intervention for hyperglycemia. The patient's blood glucose rose to 26 mmol/l (468 mg/dl). As treatment, a new pod was appied.